Event description:
Baxter (B)(6) received a report that the set was separated from the titanium adapter while trying to finish therapy with yume set. This was found by the patient at home. There was no patient injury. Antibiotics was administered for prevention.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used set with cap on spike and no cap on patient connector (no titanium adapter returned into the lab in reference to separated. Functionally hand tightened a ((B)(4)) lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab.